Event description:
Discordant, falsely elevated hemoglobin a1c (hb1c) results were obtained on a dimension xpand plus with hm instrument on nine patient samples. The discordant results of seven of the nine patients were reported to the physician(s), who questioned them. The samples were repeated with a new reagent lot on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hb1c results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data, which indicated that quality controls (qc) had been out of range during the time frames when the discordant results were obtained. The customer was instructed to adjust their qc range. Upon follow-up, the customer stated that they are running samples on a new reagent lot with no further issues and that qc will be run with each well set. A siemens headquarter support center (hsc) specialist evaluated the instrument data. When the customer's calibration curves were compared to the manufacturing release data curves, hsc noted a difference in curve shapes. Hsc recommended verifying that calibrators are being prepared and handled according to instructions. The cause of the discordant, falsely elevated hb1c results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.